Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having breathing difficulty while using the machine and spots on lungs. The patient also alleged feeling like drowning, hands and feet are moving while sleeping. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and having breathing difficulty while using the machine and spots on lungs, feeling like drowning, hands and feet are moving while sleeping. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.